Event description:
It was reported that the right ventricular (rv) lead had increasing impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, the full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿increasing impedance¿ described in the event. There were no anomalies observed on the returned full lead in segments that would contribute to the increasing impedance mentioned in the event. Neither an in-vivo insulation breach nor fracture was observed. The lead was returned with non-severe explant damage. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.